Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tried two separate instruments, which both appeared to work properly. The fse replaced the integrated electro surgical unit (iesu) as a precaution. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported issue. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the vessel sealer (vs) instrument failed to cut. Logs showing failure during homing. The surgeon had already decided to convert to laparoscopy before they contacted technical support. The procedure was converted to laparoscopic surgery with no reported injury.